Event description:
Caller reported an issue with touchscreen responsiveness as the pump screen was frozen and would not respond to input, preventing interaction with the device. There was no adverse impact to the customer's blood glucose level. Complete pump reset information was provided to the caller by technical support, and the customer successfully reset the pump, which restored functionality to the screen.